Event description:
It was reported that during an unknown procedure, the device broke. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount; it was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator was found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.